Manufacturer narrative:
On 20 january 2016, it was prepared a final report with the information already submitted in the intial report. On 25 january 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 12 nov 2015 it was communicated that rev. Reason: thigh pain, visible due to loosening of the stem on rx. Rev. Routine: stem and head changed. Batch review performed on 17 november 2015: lot 113027: (B)(4) items manufactured and released on 13 december 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported event. On 18 nov 2015 the medical affairs director made the following analysis: femoral stem revision 3,5 years after primary implant due to femoral aseptic loosening. From the xray, loosening is visible though not very evident, but I cannot discern any plausible cause for this occurrence that can be related to a clinical mistake. Apparently, loosening started in the proximal region and it is more evident proximally. A male patient, with dorr type a femur, strong and thick cortical bone in the canal is possibly more likely to get this kind of complication, which is rare but described in literature. On 19 nov 2015 it was confirmed that the item will not be available for analysis.

Event description:
Revision because of painfully stem loosening.